Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. The data showed that the first priming sequence ended at 46 pulses and deactivation occurred at 947 pulses. The needle mechanism was reset and fired properly during the investigation. No damages or defects were observed on the needle mechanism components that would result in a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. In addition, the patient reports the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred.